Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal menstruation"), abdominal distension ("bloating"), bacterial vulvovaginitis ("vaginal and bacterial infections") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed in september 2014. At the time of the report, the abdominal pain lower, menorrhagia, abdominal distension, bacterial vulvovaginitis and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, bacterial vulvovaginitis, menorrhagia and migraine to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.